Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the drive support cap. The customer sates the cap was protruded. The customer's blood glucose level at the time of incident was 48mg/dl. The customer's most current level was 113mg/dl. The customer treated the lows with glucose tablet. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with a cracked reservoir tube lip. The drive support cap was inspected and no anomaly was noted.